Event description:
The consumer reported that the patient was not feeling stimulation since (B)(6) 2015. The patient was in the hospital in (B)(6) 2015 for back and neck surgery that was not related to their device. The implant was disconnected in the hospital and the patient confirmed they meant that the implant was turned off. The patient was not able to connect up with the implant using their programmer after surgery. The patient's implant was no longer working and the patient had a terrible problem with urinating and a return of symptoms in (B)(6) 2016. The patient tried to connect to the implant with the patient programmer and power on reset (por) showed on the programmer. The patient had seen this message before and received a new programmer because the last one had problems. The patient saw por on the replacement programmer the first time they connected up. The patient had not seen their health care provider (hcp) as of (B)(6) 2016 to get the por message cleared. The patient would call their hcp. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.